Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was further reported that the implantable pulse generator (ipg) became exposed on the surface of the skin due to wound dehiscence. Cultures were taken and antibiotic treatment was necessary. The ipg system was explanted and replaced by a leadless ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.